Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the company representative interrogated the pacemaker, it was found to be in backup vvi mode. The device was not used and there was no patient involved.